Manufacturer narrative:
Additional information received: the site has updated the adverse event from multiple pain to headache. The patient was treated with trinitrine. The site assessed the headache as possibly related to the index procedure and not related to the study device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: vamf3636c100te, serial/lot #: (B)(6), ubd: 20-sep-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Two valiant captivia stent grafts were implanted during the endovascular treatment of a thoracic aortic aneurysm as part of a post market study. It was reported that 2 days after the index procedure, the patient developed extra-lumbar post-derivation syndrome, presenting with orthostatic headaches when standing, attributed to post extra-lumbar bypass syndrome. The patient also experienced thoracic pain of unknown origin. Prolonged hospitalization was required and the symptoms were managed with hyperhydration and analgesics, leading to recovery 5 days after symptom onset the site assessed the extra-lumbar post-derivation syndrome as possibly related to the index procedure but not related to the study device. The cause of the post-derivation syndrome is unknown.

Manufacturer narrative:
Additional information received: it was reported that no lumbar puncture was done, however the patient has a headache. No spinal drain was placed during the tevar procedure medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received: the site has updated the adverse event from "extra-lumbar post-derivation syndrome" to "multiple pain". Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.